Event description:
The product surveillance technician reported that during laboratory eval, the cursor on the central control monitor (ccm) was froze up. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2014-00060. Laboratory eval revealed the cursor to shift to the right hand side and freeze during touch screen testing. The replacement of customer touch screen/lcd panel assembly with lab use only touch screen/lcd panel assembly, determined the customer touch screen to be defective.